Event description:
Procedure: gastric bypass. According to the reporter: it was possible to fire the load unit and instrument correctly. However, after opening the loading unit, they found an incorrect/not closed clip/tissue-line and bleeding. The clip line had to be resewed which resulted in an extension of about 30 minutes. The bloodloss was not significant. The surgeon was able to fire further dlu's with the stapler handle without any problems. No patient injury reported.